Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using an indigo system aspiration catheter 6 (cat6). During the procedure, while introducing a cat6 over a wire into a 6f sheath using the peel away sheath, the tip and the distal area of the cat6 kinked; therefore, it was removed. The procedure was completed using a new cat6 and the same 6f sheath. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up # 3005168196-2019-00291mfr report: box 1. Brand name.